Manufacturer narrative:
Initial

Event description:
It was reported that the ilet pump displayed an out-of-insulin alert while insulin remained in the cartridge, leading to incorrect or misleading information on the device. Symptoms included no adverse clinical effects. Outcomes included user inconvenience due to an unnecessary alert. Investigation included troubleshooting and user education, during which the user performed a change cartridge and tubing sequence that reset the counter. Investigation of this case revealed that the alert cleared after the reset, and the device then indicated approximately 22 units remaining, consistent with a transient counter or software state error. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software anomaly with no patient harm.